Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for wound dehiscence and impaired healing at the evoke closed loop stimulator (cls) implant site. A culture test identified the presence of e. Coli. The patient reported to the physician that her cat had been scratching at the incision site and that the incision subsequently opened when she rolled over in bed. The evoke scs system was explanted to resolve the reported event. The evoke scs system was confirmed to be functioning as intended prior to the explant.